Event description:
It was reported the PICC puncture sheath has burrs, which lead to unsuccessful puncture during PICC punctured.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu3825 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.